Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) machine is displaying an electrical test code #50 error message. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) not yet visited to site due to customer not interested to repair the unit.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) machine is displaying an electrical test code #50 error message. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: e1(event site postal code - 682311), h6(type of investigation, investigation findings and investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer (fse) not yet visited customer site till now because of this unit is not under any type of contract. Fse is waiting for customer work order. Once fse receive work order, will visit customer site. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : device not repaired.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a